Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the broken ECG cable assembly. The stm then performed functional testing and safety checks to factory specifications. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump generated a false blood back alarm and shut off. The iabp also has a broken ECG port. There was no harm to patient and no adverse event was reported.